Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly stopped working. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The software was reloaded to address the issue. Evaluation conclusion: the device was evaluated by the manufacturer but has yet to be repaired.

Event description:
The manufacturer received information alleging the ventilator stopped working. The device was not in patient use. The evaluation of the device is still in progress. A follow-up report will be submitted when the manufacturer's investigation is complete.